Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
A device history review has been initiated and upon completion a supplemental report will be submit with the findings. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. Balloon deflation difficulty can result in an occlusion of blood flow and possible distal ischemia. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon on a swan-ganz catheter would not passively deflate without the syringe attached to the gate valve prior to use. The user had to actively remove the air by pulling the piston of the syringe. Patient demographics were requested but not available. There was no patient injury. The product was discarded.